Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture clips were used. The clips would not close. No patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 10/5/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm the number of clips that "would not close" during this procedure. Package lot number of the clips? Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). What suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damaged (jaws straight and aligned)? If the clip did not close/hold on the suture, was the clip used in an application where he suture was under tension? Event/procedure name and date? The following information was received: device available from customer. Please note these are not actual clips from procedure. Those were discarded. Return product is from same box. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Related reports: 2210968-2023-07419.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/6/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please confirm the number of clips that "would not close" during this procedure. 7 clips. Package lot number of the clips? Te2ama. Please provide the applier product code and lot number? Ka200 lot# 1802064 and 1108032. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Appliers have been confirmed to be working correctly. What suture type and size was used? 3-0 vicryl. When the event occurred, was the suture placed near the hinge of the clip? Unknown. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damaged (jaws straight and aligned)? Applier has been checked. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? No. Event/procedure name and date? Left partial nephrectomy.on (B)(6) 2023. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received along with its opened foil, with no apparent damage and 6 clips loaded. The reload was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended. The clips were as intended and conform to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip was performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07418, 2210968-2023-07419, 2210968-2023-08562, 2210968-2023-08565, 2210968-2023-08566, 2210968-2023-08567, and 2210968-2023-08568.